Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the device had to be scrapped as there was a recharging antenna failure (no device found screen). This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the charger was not working, they were having issues recharging the controller. Pt stated that they reset the controller the other day in attempt to resolve the issue. They got a slight charge on the controller, however the charge didn't last long and the controller hadn't fully charged. Pt stated that they tried to charge the controller last night and the controller charged fully, however the charge on the controller went away practically before they could use the controller; pt stated that the controller wouldn't recharge the ins. Pt then described going through the passive recharge mode (prm), however pt stated that the controller wouldn't hold a charge in order for them to recharge the ins. The patient removed the battery pack from the controller and connect the controller to the ac power supply; pt confirmed that the green light was illuminated on the ac power supply and that the controller powered on. Pss then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt confirmed seeing the green light flashing above the screen. Pss had the pt unlock the controller and check the battery levels of the controller and ins; pt stated that the controller found their device and that the controller hadn't been finding their device; controller was at 80% with recharging indicated and the ins was at 30%; pt stated that the controller battery was at 100% about a minute ago.  Pt disconnected the ac power supply from the controller and connect the recharger telemetry module (rtm) to the controller and attempt to recharge the ins; pt stated that no device found appeared. The patient went through passive recharge mode pt stated that on the trying to recharge (al) screen, the three numbers read as 0 0 0. The patient moved the recharger away and the numbers were still 0 0 0. The patient put the recharger back over the ins and pt stated that the three numbers changed to 0 0 2. Pt noted that when they went through prm this morning, the three numbers on the trying to recharge (al) screen were at 91. Pt stated that the controller light was flashing green. Pt confirmed that the rtm paddle was directly on their skin. Pt then stated that the rtm gets really hot when they try to recharge the ins; pt stated that the rtm was starting to get warm during the call. The issue was not resolved. A new controller battery and recharger were requested. No symptoms were reported.